Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the implantation date was (B)(6) 2013. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture and generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unspecified mentor gel breast implants and experienced bilateral rupture postoperatively. The patient also experienced several unexplained systemic symptoms, including hair loss, extreme fatigue, memory loss, confusion, pain, migraines, tachycardia, acne, food allergies, vision and colors changes, trouble balancing and tripping. The root cause of the patient¿s symptoms is unclear. The patient underwent additional surgeries due to her complications. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.